Event description:
The user no longer had benefit with the device. The circumstances regarding the decrease of benefit are unknown since the audio processor had not been used for some time before the problem was reported. It was determined that the electrode lead had migrated out of the cochlea and a revision surgery was planned to re-insert the electrode array. The device was explanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was not providing benefit to the recipient due to a post-operative active electrode migration. Furthermore, the recipient was a non-user due to a device unrelated inflammation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer had benefit with the device. The circumstances regarding the decrease of benefit are unknown and the audio processor had not been used for some time before the problem was reported.